Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer anticipated that blood glucose level would elevate.

Manufacturer narrative:
Additional lot numbers were reported (lot # m005261, m011509). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.